Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on 05/16/2011. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
Patient reports down arrow button has been intermittently responding for that last 3 to 4 months. Patient does not clean the pump. Patient wears the pump in pocket.